Manufacturer narrative:
(B)(4). Catalog#: zteg-2pt-34-24-159-pf. Similar to device under 510(k) p070016. Summary of investigational findings: based on the provided information, and since no product was returned, it was not possible to determine the cause of this incident. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a (B)(6) male patient underwent teva for thoracic aortic dissection. The patient was suitable for the repair; the right fa which was the approaching vessel was 9.3mm in diameter and tortuosity of the aorta was within the application range. Planned procedure: placing the tx2 (zteg-2tp-34-24-159-pf/e3295877) first, then gore's tag above the tx2 since malperfusion was confirmed by angiography although the exact entry point could not be determined. Approach was gained from the right fa. The physician, who was used to manipulating tx2 devices, felt something wrong when the tip of the sheath was passing through the cia during advancement of the delivery system. Then, the user decided not to place the tx2 or another stent graft below gore's tag. The tag could advance through the access route successfully, and the procedure was completed with no endoleak confirmed by confirmatory angiography. Patient outcome: there have been no adverse effects to the patient reported.